Event description:
An 8f angio-seal mp was unsuccessful used to seal the right common femoral arteriotomy site post percutaneous transluminal angioplasty (pta) and iliac stenting. Manual pressure was applied and hemostasis was achieved. The physician reported the characteristics of the right common femoral artery prior to angio-seal deployment as no calcification or lesion seen and vessel size of 6 millimeters. The patient remained hospitalized awaiting scheduled percutaneous coronary interventions (pci). Approximately 6 days later, the patient lost right leg pulses. An angiogram of the right leg revealed a 90% occlusion at the previous arteriotomy site. Following the pci procedure, an angioplasty of the arteriotomy site improved the blood flow to the leg by 50%. The patient was reportedly recovering in the hospital awaiting another scheduled pci procedure. The physician states the collagen may be intra-arterial, even though the distance between the two ends of the tension spring was kept at 3 centimeters as instructed for use to avoid incomplete collagen compaction.